Manufacturer narrative:
(B)(4).  Physio-control evaluated the device and was unable to duplicate the reported issue. After an evaluation of the electronic patient record, it was observed that the code-summary report event time annotations did not change from the initial power on time by more than 1 second for approximately 4 minutes 16 seconds and there is no ECG trace recorded during this time. After approximately 4 minutes 16 seconds, the event time annotations appeared to be documented normally. After approximately 6 minutes 12 seconds there are two very brief (less than 1 second each) occurrences of an ECG signal in lead ii accompanied by a lead off message. The customer checked the function of the ECG patient cable that was used during the reported event and found no problems. Note: the customer's device is configured to boot up in the AED mode, lead ii in channel 1 and with the vf/vt alarm on. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The customer was advised that keeping the ECG patient cable connected to their device should help keep the software anomaly from occurring.

Event description:
The customer reported that their device would not display the ECG waveform of the connected patient.&#2068;he customer indicated that they had responded to a patient suffering from an opioid drug overdose and when the device was connected to the patient, no ECG waveform appeared on the display.&#2049;s a result of no ECG waveform, the patient could not be effectively monitored.&#2080;the customer was able to connect a backup device to the patient and continued patient care.&#2057;n the specific condition reported, the device would not have been able to show any ECG rhythm on the display. There was no adverse outcome of the patient reported.

Manufacturer narrative:
The initial medwatch report indicates: device manufacture date 30-mar-2016. The initial medwatch report should have indicated: device manufacture date 29-mar-2016.